Event description:
Following an MRI, the patient experienced increased pain. In 2009, the patient returned to the clinic for a pump refill. The pump was interrogated and a motor stall was noted. The event logs noted the stall; the stall recovered with the interrogation. No audible alarms were heard. The pump volumes had not been checked. It was noted that the patient did not come back to the clinic to have her pump status checked post MRI. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.